Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose levels in the morning up to 19 mmol/l with increased thirst and urination, fatigue, and increased hunger. The patient stated that the blood glucose was treated by bolusing via the pump and the blood glucose levels would resolve. Troubleshooting indicated that the pump appeared to be delivering as programmed and the site and set appeared to be good. The patient stated that she felt the basal rate needed to be adjusted as she had only one basal rate for 24 hours and was experiencing elevated blood glucose levels in the morning. Customer support advised the patient on contacting a health care professional in regards to possible need for basal rate adjustments. This report is made based on the allegation that the patient experienced hyperglycemia related to a need for basal rate adjustments.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.